Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory had an observation relating to diagnostics/data collection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is now at elective replacement indicator (eri) and no lead trend data is available for the atrial lead. Data was able to be obtained from a save to disk and it showed that the device had a diagnostic reset occur several years ago. Additionally, several years ago the atrial lead had triggered an atrial lead warning, had far field r-wave (ffrw) oversensing, noise and high/undefined impedance. There was also a polarity switch that occurred as a direct result of the atrial lead integrity issue. The ipg was explanted and replaced. The atrial lead remains in use with the new ipg. No patient complications have been reported as a result of this event.